Manufacturer narrative:
Device was not returned for evaluation. Little info is known at this time. No definitive conclusion can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
The charite was implanted in 2006 at the level of l5-s1. The implant "dislodged" anteriorly two weeks post-op. The pt was brought back to revise with another charite using a wider endplate. According to surgeon he would have normally revised that pt to an anterior fusion. In this case, the pt would not consent to a fusion and wanted to be revised with another charite. Secondary to this the surgeon placed 4.5 cannulated screws in the l5 and s1 vertebral bodies. As surgical intervention occurred an MDR shall be filed.